Event description:
Information was received from a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient had their implantable neurostimulator (ins) removed because it wasn't helping with their pain and the leads remained implanted in their legs. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.